Manufacturer narrative:
The patients sample was not submitted for investigation. The presence of the antigens was confirmed on retention product panocell-10, lot 11765 and panoscreen I, ii and iii, lot 12778 with anti-c, lot 936050 and anti-s, lot 622003-1 reagents. Controls performed as expected and reagent red blood cells exhibited the expected reactivity. No product deficiencies were identified. The products are performing as expected.

Event description:
Customer reported unexpected negative reactions with immucor antibody screening and identification cells on a patient sample containing anti-c and anti-s.